Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, air bubbles were observed with in the canister. Reportedly, the customer loaded cold insulin into the cartridge. Customer primed the tubing to address the issue. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.